Manufacturer narrative:
H3: analysis of the recharger [97755] serial number (B)(6) found a stuck on "checking recharger" screen, indicative of an electrical failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6) product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an rm03 error occurred after 2 or 3 minutes of charging. The joint area around the controller and the recharger antenna was hot. There were no problems with the recharger antenna's cord visually, such as the internal line being exposed, and it was confirmed that it was not hot as of current and was informed to reset the controller. When the controller was launched after reset, the screen showed that the device was not detected, so the recharger position was gradually shifted and the recharger was directly placed over the skin, but it did not change from the charging in progress screen, and a system problem "77" occurred, so resetting of the device was attempted and tried to charge it, but an error of "81" with zero remaining battery power occurred. After that, the recharger placement was shifted during charging in progress, but rm03 occurred. The last time the device could be charged was last week, then it remained in a similar state after that; it was said that on several occasions, it could be charged to 10% gradually during charging in progress, so the patient was told that the matter will be handed over to the person in charge. The issue has not been resolved. Additional information was received. It was confirmed that the ins was depleted naturally. To resolve the issue the recharger was replaced. Customer refused return of the recharger.